Event description:
It was reported that the collimator had become detached from the tube head on a ge amx 4 plus portable x-ray machine. No injury reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.